Event description:
The patient reported their full system was removed to do infection. It was noted that the area of infection was the implantable neurostimulator (ins), lead, and extension; however it was stated that they symptoms the patient experienced was an infection and the location of the symptoms were unknown. It is unclear where the infection occurred in relation to the patient's system. It was stated the infection was about a year ago. It was noted that everything was implanted, but then they fell, and then got an infection and had to have the system removed. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.